Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request post market vigilance (pmv) led an evaluation of one endo gia* 60mm articulating extra thick reload. The event report alleges the product was used in a surgical procedure. The reload was received engaged with the instrument. Visual inspection of the cartridge revealed that the reload was pre-fired and engaged in interlock. The instrument firing knobs were slightly advanced leaving the reload jaws in the clamped position. The instrument firing knobs were retracted fully, allowing for release of reload jaws. The reload was unloaded without difficulty. Further functional testing of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. The root cause of the observed condition was misuse of the product which would have caused or contributed to the reported incident. The file will be closed as misuse of the product. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter: occurred during the procedure. There was difficulty unloading the device because the jaws would not open. The stapler did not fire. The reload locked on tissue but was removed by force. No known impact or consequence to patient.